Event description:
It was reported that the sponge in the minicap had an inadequate amount of iodine. The home patient stated they did not use the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 04/25/2014 and 05/02/2014. A batch review was performed, and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device evaluation could not be completed. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.